Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the insulin pump and passed. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and scratched reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose readings at the time of the call were 131 mg/dl. No further information reported.